Manufacturer narrative:
(B)(4). Date sent 2/26/2025. D4 batch #831c56. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary the product was returned for evaluation. Visual inspection was conducted on the returned reload. Visual analysis of the returned sample determined that one gst60w reload was received fully fired and with a slightly damage on reload deck. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 831c56, and no non-conformances were identified. No lot number was provided therefore a device history could not be done. Additional information was requested, and the following was obtained: was there any other issue noted with the staple line other than leaking (malformed. Staples, staple line missing staples, etc.)? - no how was the leak controlled? - clips is the current patient status known? - no was there any patient consequence or change in the post-operative care of the patient as a result of the event? - no additional information received: chelon 60mm powered+ device. Leaks in lap roux-en-y anastomosis, the jejunum, leak in the staple line and gj junction. He is finding the distal most staples are not forming tight b shape; they are loose at the distal site. The leaks observed have been from that area. They have observed bleeding on the staple line but those are manageable. The surgeon did note that other surgeons in the practice have been using the echelon device without these issues. His goal is to get insight on what can be done to prevent the issue being observed. What cartridge size and how thick stomach tissue? Stomach tissue not that thick, blue reload did stapler close adequately? Yes was there any difficulty in firing? Normal firing any issue with staple line? No, blue leak test is where the leak was identified. Used suture to correct. There was no post-op issue. How was cleaning between the fires? Flush with saline solution between firings prior to inserting new reload. Flush staple line with syringe.

Event description:
It was reported that during an anastomosis the methylene blue leak test failed in posterior staple line of gj anastomosis.